Manufacturer narrative:
Upon device inspection a field service technician identified fluid entered the or-table causing the circuit boards to fail. The affected electronic parts, including the communication board, motor control board, and control panel were exchanged and the device is working as intended. The investigation of the reported failure is ongoing. If any additional information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer reported the or table was not responding to any movement command either from the remote control nor from the column keypad. The or-table could not be adjusted during the surgical procedure. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).